Event description:
(B)(4) study. It was reported that target vessel revascularization occured. In (B)(6) 2012, the patient presented with symptoms of stable angina and was referred for cardiac catheterization. The index procedure was performed. Target lesion #1 was a long in-stent restenotic lesion of unspecified drug eluting stent (des) located in mid left anterior descending (lad) extending to distal lad with 90% stenosis and was 34mm long with a reference vessel diameter of 3.4 mm. The lesion was treated with pre-dilatation and placement of 2.75 mm x 16 mm and 3.00 mm x 20 mm ion¿ stents. Following post dilatation, residual stenosis was 10%.target lesion #2 was a long in-stent restenotic lesion of an unspecified drug eluting stent (des) located in mid right coronary artery (rca) with 90% stenosis and was 16 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.50 mm x 20 mm ion¿ stent. Following post dilatation, residual stenosis was 10%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was seen for planned target vessel revascularization. The stenosis located in the mid rca was treated with balloon angioplasty and placement of a des. The event was considered resolved without residual effects.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure, target lesion #2 was an in-stent restenotic lesion of previously placed unspecified promus stents in (B)(6) 2010. In addition, at the time of event, the patient presented with recurrent atypical chest discomfort and was referred for cardiac catheterization. The 85% in-stent restenosis of the previously placed unspecified promus stents and the study stent implanted in the mid right coronary artery (rca) extending to distal rca was also treated with placement of a drug eluting stent (des), resulting in 10% residual stenosis. One day post procedure, the patient was discharged on plavix and aspirin.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).